Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of IV (intravenous) solution sets were over infusing medications into patients. This was described by the customer as ¿we have seen blue fish (blue slide clamps) being used as ¿clamps¿ and over infusing medications into patients¿. This was identified in the cardiac ICU (intensive care unit) in the hospital while the set is in use to deliver propofol with a spectrum infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.